Manufacturer narrative:
The lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced malposition of device, material deformation, and patient device interaction problem. The information was received from one source. The malfunction involved a patient with no reported consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number was provided for the malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for evaluation. However, medical records and images were provided for review. The investigation was confirmed for the alleged filter tilt, perforation and material deformation. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4, h6 (device - 2682) h11: b5, g1, h6 (method, result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model rf320j vena cava filter allegedly experienced malposition of device, material deformation, and patient device interaction problem. The information was received from one source. The malfunction involved one patient with no reported consequences. The weight of the 47 year old female patient was not provided.